Event description:
A report was received stating that one of the eyelets on the tracheostomy tube flange broke after 3 days of use. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.